Event description:
The patient used one drop in each eye of vuity. Shortly after administering the drops, the refractive error had a very significant myopic shift. The patient's prescription was about -1.00 diopters prior to instilling the medication. Within 30 minutes of using the eyedrops, the prescription changed to greater than -6.00 diopters, rendering the patient illegal to drive and unable to clearly view anything beyond six inches from his nose. The patient had implantable collamer lens surgery in 2012. It is presumed that the pupil constriction caused a shift in location of the intraocular lens, making a large myopic shift in the refractive error. Fortunately, this was reversible by dilating the patient's eyes with one drop of 0.5% tropicamide and vision returned to its previous state. Allergan. FDA safety report ID# (B)(4).